Event description:
The customer reported that the unit powered off by itself and would not power back on. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Unit was swapped out with no patient issues. The customer contacted product support and reported found error code 1009 logged at the time of the event. Product support advised the customer to check the routing of the machine and proximal pressure lines; they were correct. Product support advised the customer to perform full performance verification test (pvt) and address any issues found. Provided parts number for the data acquisition (da) pcba if needed. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, a supplemental report will be submitted.